Event description:
It was reported that the preloaded intraocular lens (iol) was implanted into the patient's operative eye, however; it was removed from the eye as it was missing a haptic. Another lens of same model and diopter was used as the replacement iol. No further information was provided.

Manufacturer narrative:
Unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information. However; no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: received following information from the patient stickers received along with the sample: section a2: age/date of birth: jan 2, 1954, 68 years. Section a3: gender: female. Section b5: the eye affected was right eye. Section e1: reporter name: dr. (B)(6). Section e3: occupation: physician. Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: may 12, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was received with the lens stuck inside of the cartridge tip and overridden by the plunger rod. The lens was removed and cleaned, revealing that both haptics were detached and the iol had been torn, suggesting that the haptics were torn from the lens during insertion. Inspection of the handpiece revealed that the cartridge tip was damaged and that one of the detached haptics was still stuck inside of the cartridge. The handpiece was disassembled and the assembly was inspected, no assembly issues were identified. Conclusion: the reported complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.